Event description:
It was reported that the battery status for this s-ICD was now showing 21 percent. A health care professional (hcp) submitted a copy of device memory for review of the battery depletion. Analysis of device memory noted normal device battery depletion. Boston scientific technical services (ts) discussed continuing with normal scheduled follow ups. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 38 percent remaining three months ago, to 27 percent remaining. The battery was felt to be depleting faster than expected. Boston scientific technical services (ts) discussed device replacement window based upon whether or not elective replacement indicator (eri) has been reached. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.